Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the right superficial femoral artery. The 6 x 250 mm armada balloon catheter was prepared per the instructions for use and advanced without issue. The balloon was attempted to be inflated, but the balloon would not reach nominal pressure. The balloon was then deflated, but it was noted that deflation was slow and blood was seen in the inflation device. The balloon was able to be fully deflated and removed without issue. The physician stated that he believed that the balloon had ruptured. A new armada balloon catheter was used without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.